Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2016 with a bifurcated device to treat aortic occlusive disease. During the implant, the patient had unexplained bleeding that could not be seen on imaging. Due to the bleeding, the physician decided to place the infrarenal aortic extension in a subsequent procedure which was on (B)(6) 2016. Patient is in stable condition.